Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. H3 other text : device is not available

Manufacturer narrative:
Follow up report is being filed to attach the medwatch report received.

Event description:
Medwatch reported explained that patient had an intraventricular catheter placed by md for subarachnoid hemorrhage following a coiling fo the patient's aneruysm. Nine days later, the catheter was noted to be leaking csf from the plastic end-piece that connects the catheter to the external drainage system. There was a tiny crack visible in the plastic on the catheter end.on 1/14/2015, in a conversation with hospital, the device is quarantined at the hospital per the hosptial policy. The device will not be returned for investigation.